Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 2.50x16mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified posterior descending branch of the right coronary artery. After crossing the lesion with a jr4.0 guide catheter and a 2.50x15 guidewire, a 2.50x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. However, after several attempts, the tip of the stent struts were lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified posterior descending branch of the right coronary artery. After crossing the lesion with a jr4.0 guide catheter and a 2.50x15 guidewire, a 2.50x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. However, after several attempts, the tip of the stent struts were lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.